Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report

Event description:
In (B)(6) 2013, the pt had only 2 electrodes (e1 and e9) with high impedances. Current in situ measurements shows 6 channels in status high and 2 in short circuits.